Event description:
The facility's pharmacist reported to baxter (B)(4) that a millipore extension set leaked at the end of the filter. This occurred when the nurse was priming. There was no patient involvement, therefore there was no report of patient injury or medical intervention in association with this event. There is no additional information at this time.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number.the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.